Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The audio and vibration function was tested with approved software. Both audio and vibration functions worked properly. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and observed the glucose values where within the threshold range and low glucose alarm did not triggered. The known good sensor was activated with returned reader and signal and sound icons were observed as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were received successfully. The blc count and rssi (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. As a result the customer did not receive the low glucose alarm alert when they experienced a low glucose scan. Subsequently, the customer experienced loss of consciousness, and headache and was unable to self treat and was provided with sugar infusion, and unspecified injection to rise the potassium by an healthcare professional for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and low glucose alarm did not triggered as glucose values did not drop below the threshold range. An extended investigation has been performed on returned reader. Visual inspection was performed on the returned reader and no issue were observed. The audio and vibration function was tested with approved software. Both audio and vibration functions worked properly. The isf (interstitial fluid) data was downloaded using approved software and tested the data. All alarms presented were for glucose values outside of the threshold range. Ble functionality test was performed by activating sensor with returned reader and signal and sound icons were shown as activated. Waited for few minutes and observed that there was no disruption in the ble connection between the devices. The reader was connected to computer, isf command was sent to the reader, and the ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. The presence of all alarms for glucose value within the specifications and generation of bluetooth packets indicate that there is no alarm issue with the returned reader. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. As a result the customer did not receive the low glucose alarm alert when they experienced a low glucose scan. Subsequently, the customer experienced loss of consciousness, and headache and was unable to self treat and was provided with sugar infusion, and unspecified injection to rise the potassium by an healthcare professional for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. As a result the customer did not receive the low glucose alarm alert when they experienced a low glucose scan. Subsequently, the customer experienced loss of consciousness, and headache and was unable to self treat and was provided with sugar infusion, and unspecified injection to rise the potassium by an healthcare professional for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The audio and vibration function was tested with approved software. Both audio and vibration functions worked properly. The isf (interstitial fluid) data was downloaded using approved software and tested the data. All alarms presented were for glucose values did not drop bellow of the threshold range. Therefore, low glucose alarm was not triggered. The sensor was activated with returned reader and signal and sound icons were shown as activated. Waited for few minutes and observed that there was no disruption in the bluetooth connection between the devices. The reader was connected to computer, isf command was sent to the reader, and the ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. An further extended investigation has been performed on returned reader. It was observed that the reader has passed all the functionality tests. The presence of all alarms for glucose value within the specifications and generation of bluetooth packets indicate that there is no alarm issue with the returned reader. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. As a result the customer did not receive the low glucose alarm alert when they experienced a low glucose scan. Subsequently, the customer experienced loss of consciousness, and headache and was unable to self treat and was provided with sugar infusion, and unspecified injection to rise the potassium by an healthcare professional for the treatment. There was no report of death or permanent impairment associated with this event.